Event description:
It was reported while performing a l3-l5 posterior spine fusion with synthes universal spine system (uss). The surgeon was at the end of the procedure and final tightening the construct. When tightening the left l5 nut with the torque wrench and internal counter torque, the torque wrench and internal counter torque slipped off of the nut and tore a 6-8mm hole in the patient¿s dura. When examining the internal counter torque was found to not have the very tip of the instrument that helps it stay seated while final tightening. The surgeon looked in each of the screws to see if the tip broke off and remained in the uss screw top. It was not in any of the screws. He then examined the wound and took an anterior posterior and lateral c-arm fluoroscopy shot. The piece was not viewed in the fluoroscopy shots nor was found anywhere in the wound. He concluded that the instrument must have been broken at the start of the procedure. Another internal counter torque was used from another set and the construct was final tightened. He then completed the dural tear repair (stitches). The procedure was successfully completed. The surgeon did not believe that the patient had any neurological deficits from the slip of the internal counter torque and torque wrench into the dura. The delay in surgery due to the reported event was approximately forty minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.